Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info and determined that death is noted in the xience instructions for use (IFU), as a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. No device malfunction was noted at the time of the procedure. However, a conclusive root cause for the cardiac arrest and death, and the relationship to the devices, if any, cannot be determined. The two other xience v stents (incident description) are being reported under the same MFR report number.

Event description:
Reporting status: death. Reporting rationale: unk relationship to death. Device issue: none. It was reported via an italian trail that the index study procedure was performed in 2008. Two months later, the pt experienced cardiac arrest and died. There were three stents deployed during the index procedure. The 2.75 x 15 mm xience v and the 2.75 x 12 mm xience v were deployed above rated burst pressure at 18 atm. The 3.5 x 28 mm xience was not. There were no reported issues during the procedure. No add'l event or pt info is available.